Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-15350. The patient had 2 leads (from the same lot) as part of her scs system. It was reported the patient's scs system was explanted because it was not relieving her pain. Additionally, the stimulation was painful for the patient whenever it was on.

Manufacturer narrative:
Recall number: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.